Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h2: additional information: block b5 (describe event or problem), d4 (lot number, expiration date), h4 (manufacture date). Block h6: problem code 2969 captures the reportable event of foreign matter in the packaging. Block h10: investigation result: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a single action pump system was unpacked for a procedure on an unknown date. According to the complainant, during preparation, it was noticed that a hair was included in the package. The procedure was completed with another single action pump system. There were no patient complications reported as a result of this event. The device was unpacked for a transurethral lithotripsy (tul) procedure to be used in the urethra. Additionally, there was no damage noted in the device packaging.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to report the device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a single action pump system was unpacked for a procedure on an unknown date. According to the complainant, during preparation, it was noticed that a hair was included in the package. The procedure was completed with another single action pump system. There were no patient complications reported as a result of this event.